Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Event details and product identification were not provided for the patient mentioned in the journal article. Sections could not be completed with the limited information provided. Initial reporter - the article was written by wybren prins, jon h.m. Goosen, boudewijn j. Kollen, harmen b. Ettema, cees c.p.m. Verheyen. Manufacture date ¿ ni. Product location unknown.

Event description:
Information was received based on review of a journal article titled, "long-term outcomes of the bi-metric proximally hydroxyapatite-coated femoral stem," which aimed to evaluate the 20 years survival and clinical and radiological results in a prospective cohort of patients. One patient identified in the article underwent a hip revision procedure due to late deep infection. There has been no further information provided and the patient outcome is unknown.